Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device issue: failure to cross lesion. Symptoms/ae: dissection/stroke. Time of symptoms/ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, the emboshield/barewire system would not advance far enough past the lesion to allow for stent deployment. An additional barewire was attempted and would not make the turn within the tortuous vessel. The system was removed and a non-abbott filter was advanced and deployed. A dissection was then noted just past the curve of the tortuous vessel, proximal to the filter. The physician attempted to place an acculink stent to treat the dissection, but was again unable to advance the device through the tortuous vessel. The physician chose not to treat the dissection and an xact stent was successfully deployed at the target lesion. At the end of the procedure, the patient experienced right sided weakness, facial droop, and aphasia. A neurology consult was obtained. The patient was treated with solumedrol and heparin and the weakness resolved over the next 48 hours, the aphasia also improved, but did not resolve completely. The patient was discharged to home five days post procedure. Although requested, there is no additional information available. Study event.